Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device with a 6f sheath after a tibal, interventional procedure. Reportedly, resistance was felt when advancing the proglide device over the versacore guide wire after the index procedure. The physician decided to continue the arteriotomy closure using the proglide device and when removing the versacore guide wire from the proglide device resistance was again felt and the physician notice that the tip of the versacore guide wire had separated; the tip was not attached. The proglide device was removed. Manual arterial compression was applied to achieve hemostasis; however, the tip of the guide wire was noticed in the tissue track and the physician removed the tip using a hemostat. Hemostasis was achieved them using manual arterial compression. No resistance was reported to be felt during the intial advancing of the guide wire into the anatomy during the index procedure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the plunger remained in the pre-deployed position and slack was present on the link. The sheath appeared normal with no kink. No abnormal observations were noted with the returned device. During the investigation, a 0.038 guidewire was backloaded and frontloaded without a problem. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was used against resistance. The proglide instructions for use states: if excessive resistance in advancing the perclose proglide smc device is encountered, withdraw the device over a 0.038 inch (or smaller) guide wire and reinsert the introducer sheath or use conventional compression therapy. The versacore guide wire referenced is being filed under a separate medwatch MFR number.